Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the last time the patient spoke with someone about a week ago, they turned the therapy down a little bit. They were getting a lot of buzzing on the left side where the implant was. They turned it down a notch and that went away. They were up two times a night and changing their pads 6 to 8 times. The therapy was working because they could feel the buzzing but they were not getting anywhere with less urine flow. The issue started last week. The agent suggested that the patient could consider changing programs. The patient knew how to change the programs and was going to change the program on their own.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-06 additional information was received from the patient. The patient called back and repeated the same information. They had tried all 7 programs. The caller did not think they were getting a 50% reduction in symptoms. The caller reported that they noticed changes in their bowel habits as well and were not sure if it was a coincidence. Reviewed that it was possible for the stimulator to have an effect. The caller reported that their bowel movement pattern had changed. It was not requiring any medication, but sometimes they go in little pebbles, but then a later on have a full bowel movement. The caller added that they set the alarm off a the airport and had to show their ID card. The agent reviewed that can happen. Redirected to doctor to discussion programming options, since they have tried all 7 already.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the buzzing on the left side where the implant was determined to be from the setting being too high. To resolve the issue the patient lowered the settings. They state they were not getting great results yet on program 7. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.